Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during drain 1 of 5 while the hp was connected. The hp had disconnected from the hc during dwell cycle and reconnected once the hc started to alarm. The technical service representative (tsr) explained to the hp that since the hp did not reconnect to the hc in time before the start of the next cycle, the hc machine pulled in unsterile air causing the supplies to become compromised. The tsr assisted the hp with clearing both of the alarms and disconnecting using aseptic techniques. The tsr advised the hp to start the therapy over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.